Event description:
A bottle defect prevented normal descent of the sipper probe producing instrument alarms and causing discrepant results for nine pt samples that were being tested for hcg, troponin t, ckmb or myoglobin. The operator noticed the bottle defect, exchanged the bottle and repeated the affected samples. The bottle manufacturer has implemented a video control system to prevent future occurrences.